Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer stated that pushes button and nothings happens. The customer was asked if any significant events leading to keypad issues. The customer stated that the insulin pump was shutting off without warning (B)(4). The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions. It was explained to the customer oow replacement policy because he lost his insulin pump.